Event description:
It was reported that the patient participated in non- specified activities and received shocks as a result. Upon evaluation, lead dislodgement was observed. The lead was repositioned successfully and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.